Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Further monitoring was recommended. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead. Further monitoring was recommended. No adverse patient effects were reported. This rv lead remains in service. Additional information indicated that technical services (ts) suspected possible spring contact abnormally. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Follow up 1 (additional information) this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.